Manufacturer narrative:
Product evaluation: when compared to the assembly drawing: visually, the tip of the inner cutter broke off which would have resulted in the reported event. The tip measured approximately 0.22¿ long. The break points correspond to the first proximal valley of the inner blade teeth. There were no signs of excess pressure being applied during use or improper loading of the blades into the handpiece. The deformation of the breaks is consistent with the inner tip contacting the outer tip during use. For this break to occur, the tip(s) configuration would have had to be or become deformed. One of the most likely causes is "aggressive use-case/handling condition with a part that has a thinner than expected wall thickness area where the breaks are occurring." (B)(4).

Manufacturer narrative:
Product evaluation: analysis results are not available; the device has not been returned for evaluation.

Event description:
It was reported that during an "endoscopic approach to skull based tumor, the silver bullet blade tip broke during a sphenoid sinus debridement. The blade had been performing well until this point. The suction from the blade pulled the broken tip back into the suction cannula and the surgeon was able to withdraw the blade with the broken tip." The surgeon switched to a different model blade to continue with the procedure. There was no patient impact or injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.